Event description:
It was reported that during implant attempt, when the physician opened the outer package of the lead, the lead popped out from the inner package and was contaminated. The physician stated that the inner package was not tight enough. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.